Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump's drive support cap was sticking out. The customer's blood glucose level was 102 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump had been dropped multiple times. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a detached end cap. The drive support disk was inspected and no anomaly. The insulin pump was received with bleeding display glass, a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and cracked battery tube threads.